Event description:
It was reported that there was a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had already reset the pump before receiving further instructions from technical support. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappears and acknowledged the instructions received.